Event description:
It was reported that this right atrial (ra) lead was explanted since the right ventricular (rv) lead perforated post procedure. The physician decided to do a lead revision, and ultimately remove the entire system and reimplant on the left side. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: this event is no longer reportable since the right atrial (ra) lead was explanted due to a perforation caused by the right ventricular (rv) lead. No allegations or malfunctions were reported towards this ra lead. No additional adverse patient effects. Please omit report 2124215-2023-05602.

Event description:
It was reported that this right atrial (ra) lead was explanted since the right ventricular (rv) lead perforated post procedure. The physician decided to do a lead revision, and ultimately remove the entire system and reimplant on the left side. No additional adverse patient effects were reported.